Manufacturer narrative:
The suspect device has not yet returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during bile duct access under fluoroscopy with a micropuncture access kit, the tip of the access wire unraveled and detached within the intrahepatic bile duct of the patient.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.